Event description:
Reportedly, loss of rf communication was noted during real time tests. The leds on the programming head were on. Rf communication icon was available and could be selected.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, loss of rf communication was noted during real time tests. The leds on the programming head were on. Rf communication icon was available and could be selected.

Manufacturer narrative:
Preliminary analysis showed that rf communication has been lost during the first continuity test. Probably the rf signal was disturbed at that time. The programmer files revealed no abnormal issue, no suspicious errors.

Event description:
Reportedly, loss of rf communication was noted during real time tests. The leds on the programming head were on. Rf communication icon was available and could be selected.